Event description:
It was reported that the patient experienced fluctuating blood glucose levels while using the ilet bionic pancreas, with a low of 40 mg/dl following a breakfast announcement, followed by a rise to 312 mg/dl. The patient paused the ilet and later performed a factory reset under guidance, after which insulin delivery resumed without issues. Reported symptoms included hypoglycemia and hyperglycemia. Outcomes included user counseling on proper device use, including guidance not to pause or shut down the device during low glucose events due to already delivered insulin and potential disruption of the algorithm. The investigation included troubleshooting and education regarding glycemic variability and device operation. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. The cause of the glycemic excursions remained unclear. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.